Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then completed other, unrelated, repairs to the device and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would only intermittently detect that the patient was connected to their device through paddles lead ECG. As a result, defibrillation may not have been possible. The customer advised that the reported issue did not impact patient care and that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.